Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 in preparation for an MRI. It is unknown if the patient has been re-implanted with another device after the MRI.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to MRI scan, non-use and poor device performance since activation. The device passed all electrical tests confirming correct device function. This report is submitted on march 9, 2020.